Event description:
It was reported that the introducer sheath crumbled into the patient while being peeled away. The staff bovied down into the pt to retrieve all the loose pieces. It was indicated that all the fragment pieces were thought to be retrieved from the patient. The pt was reported as having no adverse effects from the incident.

Manufacturer narrative:
The returned product is currently under evaluation. I-flow will submit a follow-up report once the evaluation is complete. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.